Manufacturer narrative:
Additional information was received that the physician was not aware of the patient's death. The patient was last seen by the physician on (B)(6) 2017. No further information can be obtained.

Event description:
A report was received that the patient passed away. The cause of death is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. The cause of death is unknown.